Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: the device presented resistance when removing the security lock. The device cut but did not staple, as the staples remained in the instrument open. A second device did not present any resistance with the security lock. It was fired properly, but the staples line did not cover the whole circle. In order to complete the circle, the surgeon had to manually suture the anastomosis. The tissue specimen was then stuck to the device, and it could not remove it intact. Some blood loss occurred, but transfusion was not needed, surgery was also extended two hours.